Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports his ipg no longer communicates with his external devices. He reports he last recharged and felt stimulation approximately (B)(6) 2015. The sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.